Event description:
It was reported that, patient complains of pain and stiffness. Patient will follow up with surgeon and additional tests as he was advised by the doctors office to go ahead and file a claim. Patient will like to know who pays for all these costs. (Claims evaluation process.)

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.